Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergy requiring medical intervention. Device issue: no device malfunction has been reported. It has reported that the patient was treated three months ago with two promus stents with a good result. Three months later, the patient present with angina, however, it was found that none of the promus stents had a restenosis. The angina pectoris was caused by a stenosis in a different vessel. The physician wanted to treat this stenosis, but the patient has an allergy against polyethylene glycol. The patient experienced skin reactions several days after the pcta, and it is not clear if this allergy comes from the promus stents. The patient also took medication which contained polyethylene glycol and the skin reaction occurred. No additional event or patient information is available.

Manufacturer narrative:
Allergic reaction is listed in the IFU as a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Additionally, allergic reaction and hospitalization are listed in the risk assessment as no-fault post-procedure complications. It is possible that the patient effect could be related to side effects associated with medications, as it was reported that the patient took medication containing polyethylene glycol. A conclusive cause for the reported patient effects and the relationship to the products, if any, cannot be determined. The second promus everolimus eluting coronary stent system indicated is being reported under the same MFR number.